Event description:
It was reported that (12) devices were used during many procedures. It was reported by the rep that the pmw35 staplers had a problem with staple not releasing from the staplers. Most of the cases had to be completed by suturing (unknown number). The devices were discarded. 02/13/2001 additional information: the total number of cases is not known by hospital.